Event description:
A customer reported that the unit of measurement setting of their freestyle flash meter changed from mg/dl to mmol/l. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
Follow up report will be filed if product is returned for evaluation. Customers and retailers have been informed through the fa16may2006 letter.